Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7187280. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are:3008114965-2023-00219. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, a micro guidewire, and a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) were introduced into the parent artery. The physician opened the packaging of the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device enterprise stent (enc452212 / 7187280) to inspect its integrity and took the stent from the dispenser hoop. The physician pinched the protective sheath and the delivery guidewire to prevent the stent from releasing during the removal process. The physician introduced the stent into the y-connector, advanced the stent and delivered the stent; it was reported that the stent was impeded in the proximal section of the microcatheter and could not be advanced nor withdrawn. The physician removed the stent and the microcatheter together. A new microcatheter and a new stent were used to complete the procedure. It was reported that the lot number of the prowler select plus microcatheter is unobtainable and the device is not available to be returned. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that the location of the target aneurysm was the c6 segment of the internal carotid artery (ica). An adequate and continuous flush was maintained through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The stent component was no longer on the delivery wire when it was removed from the patient. The information indicated that the delivery wire was impeded int eh proximal section of the microcatheter; it was not broken, it was just no longer connected to the stent component. Nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device enterprise stent (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no allegation of patient injury due to the alleged product issues. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was returned already detached. The delivery wire was observed in good condition (i.e., no kinks, no bends, or elongations). The stent component was inspected under the microscope. It was observed to be in good condition. There was no structural damage (i.e. No broken struts, no kinks). Both ends of the stent were noted as completely flared. The issue documented in the complaint regarding the stent being impeded in the microcatheter could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the reported issue documented in the complaint was confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7187280. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00219. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00218 and 3008114965-2023-00219. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.